Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: d10 concomitant.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "surgeon reported a pseudotumor on a patient. Patient originally had an asr which produced a pseudotumor reaction and which was revised to a total hip, [redacted]. The surgeon removed the asr and implanted a pinnacle cup, ceramic liner, trilock stem and ceramic head. Now on [redacted] the surgeon did another revision as a new pseudotumor has presented. Revision removed ceramic liner and replaced with pinnacle constrained liner and new ceramic head. No appearance of any metal debris, no trunionosis, no damage to any of the implants" the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) lot number picture ad 25 mar 2026). The photographs attached were reviewed, however they do not represent the reported delta cer insert 36id x 60id. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A manufacturing record evaluation was performed for the finished device product code 121881760 lot number 3726252, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported delta cer insert 36id x 60id. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 121881760 lot number 3726252, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 121881760 lot number 3726252, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: d4 ( expiration date), h4. Corrected: d4 (primary UDI).

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient originally had an asr which produced a pseudotumor reaction and which was revised to a total hip. The surgeon removed the asr and implanted a pinnacle cup, ceramic liner, trilock stem and ceramic head. The surgeon did another revision as a new pseudotumor has presented. Revision removed ceramic liner and replaced with pinnacle constrained liner and new ceramic head. No appearance of any metal debris, no trunionosis, no damage to any of the implants. This complaint (B)(4) reports the 2nd revision surgery performed on (B)(6) 2026 while related complaint(B)(4) captures the 1st revision performed on (B)(6) 2013.